Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
It was reported that the patient had a hip fix in (B)(6) of 2022. A summit hip stem was implanted with a 43 mm unipolar head. Patient came to surgeon which a complaint of hip pain in her operative hip. Upon x-ray it was determined that the patient's acetabulum was being worn down and causing pain. She was brought to the operating room to remove the unipolar head and to put in an acetabular cup and liner and new femoral head. The unipolar head was removed at that time it was noted that the summit stem was well fixed. Doi: (B)(6) 2022. Dor: (B)(6) 2023. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.